Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The photo shows the partial view of the drainage catheter in which longitudinal crack was noted on the catheter hub. Based on the provided photo, reported fracture and fluid leak issues can be confirmed for one device. However, due to the absence of supporting evidence, the investigation is inconclusive for reported catheter connector fracture and fluid leak issues for the remaining four devices. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a post chronic catheter placement using navarre biliary drain. During the procedure, the connection hub was allegedly broken between catheter and drainage tube. The connection hub was allegedly found to be leaking. Further an extravasation was noted. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a post chronic catheter placement using navarre biliary drain. During the procedure, the connection hub was allegedly broken between catheter and drainage tube. The connection hub was allegedly found to be leaking. Further an extravasation was noted. The current status of the patient is unknown.